Event description:
Pt presented with polyps for colonoscopy. The procedure carried out. Pt developed significant discomfort and shortness of breath. Right sided pneumothorax with pneumoperitoneum. Chest tube, i.v. Fluids and i.v. Antibiotics to the o.r. Valley lab return electrode. No burn noted at electrode site.